Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the analysis, no deviations were noted. The lead proved to be flawless throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. A measurement of the surface pressure (i.e. The contact pressure per unit area) of the lead was conducted. For this purpose a stylet had been inserted into the lead during the test. There were no deviations from the technical specifications. In summary, the analysis of the lead did not reveal any peculiarity. There was no sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted due to a micro perforation. There were no adverse patient events reported. Should additional information be received, this file will be updated.